Event description:
Same case as MDR ID: 2134265-2015-02185. It was reported that guide wire removal difficulties occurred. The target lesion was located in the left anterior tibial artery. A 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced over the choice guidewire. Both devices were then advanced to the lesion. The balloon was inflated at 8 atmospheres; however, the balloon ruptured and started to leak. The physician was unable to remove the balloon catheter from the wire. Both devices were then removed together as a whole system from the patient¿s body. The procedure was completed with a choice pt guide wire and another 2.5mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).